Manufacturer narrative:
The rse evaluated the device remotely. The rse suggested to use another hands-free pads cable and another test load however the rse indicated that this model is no longer serviced/supported due to the end of life(eol). The rse emailed the eol letter to the customer. The customer is taking to correct/repair the device on their own. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported the device was failing the defib test with "failed/pads" message. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.